Event description:
It was reported that the patient had an advance male sling system to artificial urinary sphincter(aus) device procedure due to recurring incontinence. A patient outcome was not reported. The device appeared to function properly at conclusion of case.